Event description:
It was reported that the patient experienced a loss of therapeutic effect while stimulation was on. The event occurred after the patient started using a vest that vibrated her torso to help loosen phlegm in her chest. The implantable pulse generator was turned on, and the patient felt stimulation, but had noticed a decrease in her therapy. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow-up information indicated that the patient was still having concerns regarding their implantable neurostimulator and therapy. It was noted that the patient was working with their physician to resolve the pending issue(s). If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead: model 3093-28, lot# v192501, implanted: 2009 (B)(6), explanted: unknown. Programmer: model 3037, serial# (B)(4).